Manufacturer narrative:
Depuy mitek to date has not yet rec'd the complaint device for eval. However, this type of failure mode has historically been attributed to user technique. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off-axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this lot. Therefore, although not definitive, no other root-cause can be determined other than those cautioned against in the IFU. This report is being filed to document this event. When, and if, the complaint device is rec'd here at depuy mitek it will be subjected to a root cause analysis. If the analysis identifies any definitive root-cause outside of user technique, a follow-up report will be filed.

Event description:
The rep is reporting that an initial rotator cuff repair was performed using a spiralok anchor. Three months post-op, the pt was diagnosed with a torn rotator cuff caused by a broken spiralok anchor. The surgeon performed a revision rotator cuff repair in 2007, in which the broken head of the spiralok anchor was removed.